Event description:
Additional information was received as follows: it was reported that the patient's complications have been resolved. Patient has other challenging health complications that require continued care.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (calcium, thrombus and degenerative changes due to radiation therapy), device failure/lack of effectiveness related to patient condition calcium, thrombus and degenerative changes due to radiation therapy.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm morphology was not reported. There was noted calcium, thrombus, and some degenerative changes in the vessels due to patient undergoing radiation therapy for a cancer diagnosis. It was reported that the patient underwent a procedure to coil the left hypogastric artery prior to the stent graft implant. There were no events reported at the time of the initial implant. Approximately one month ago the patient had the left iliac limb extension had occluded requiring a secondary intervention on an unknown date. The patient was treated with lytic therapy and a stent was placed to resolve the occlusion. The investigator stated that there were no graft issues and reported hematology issues related to the cancer treatment as the likely cause. No additional clinical sequelae were reported.